Event description:
It was reported through the results of a clinical trial that one year two months and twenty days post an index procedure completion using a drug-coated balloon catheter, the subject had an adverse event of prolonged bleeding and diminished bruit and thrill which required an arteriovenous access circuit reintervention. It was further reported that the adverse event was not related to the procedure and device but definitely related to the arteriovenous access circuit. Reportedly, standard percutaneous transluminal angioplasty, and other drug coated balloon was used for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 09/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one year two months and twenty days post an index procedure completion using a drug-coated balloon catheter, the subject had an adverse event of prolonged bleeding and diminished bruit and thrill which required an arteriovenous access circuit reintervention. It was further reported that the adverse event was not related to the procedure and device but definitely related to the arteriovenous access circuit. Reportedly, standard percutaneous transluminal angioplasty, and other drug coated balloon was used for treatment for the target lesion restenosis on the basilic vein with initial stenosis of 50% and final residual stenosis of 20%. The re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient was unknown.